Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas restarted unexpectedly despite indicated remaining battery, and then powered back on without being placed on a charger; engineering logs confirmed a device restart. Symptoms included no reported adverse events and no alerts or alarms impacting therapy. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device logs and case history. Investigation of this device revealed an unexpected device restart consistent with a device malfunction affecting the pump electronics or power management, and a replacement device was authorized. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending further analysis of the returned unit.